Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the multiple pockets jammed, and the failed pockets did not recover in the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets jammed, and the failed pockets did not recover in the drawer. A field service engineer verified that the customer rebooted the system and recovered the drawer to resolve the issue. The device functioned as intended after the customer resolved the issue.